Event description:
The patient reported their omnipod dash personal diabetes manager (pdm) was charging when it experienced a thermal event. The pdm and charging cord reportedly melted. Patient stated they were using the charging cord provided with the device.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#(B)(4) due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided.